Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pen needle was unable to deliver insulin during use.

Manufacturer narrative:
Investigation: six photos of a 31g x 5mm pen needle and carton were returned from lot. No. 6148638, cat. No. 320632. As no sample and only photos were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that the bd ultra-fine¿ pen needle was unable to deliver insulin during use.